Event description:
It was reported by repair work order that the power load will not load the cot into the ambulance due to a broken release arm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.